Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer indicated via phone call that the display is badly scratched and is hard to read. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump had severely scratched display window and a missing end cap sticker.